Event description:
The customer reported that they filled wash solution a container with wash solution b fluid and performed abo and antibody screen testing with samples on the ortho provue analyzer. Erroneous results were not reported as a result of the incident. An incorrect wash solution used during testing may cause carry-over, cross contamination or hemolysis of reagents or samples, which could result in erroneous test results.

Manufacturer narrative:
A possible root cause was determined. The customer poured the wrong solution in the wrong bottle. Ocd (cts) advised the customer to perform monthly maintenance on the provue and wash the containers thoroughly. The customer was also advised to retest the affected samples. Incident occurred as a result of user error. This customer has not logged any similar complaints against this analyzer since this incident. Incident is isolated.